Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse in the USA of uti (urinary tract infection) and peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). On an unreported date, the patient was diagnosed with a uti. On (B)(6) 2011, the patient was also diagnosed with peritonitis. On (B)(6) 2011, the patient was hospitalized for both the events. Treatment rendered was not reported. It was reported that a culture was not performed. The patient was recovering from both events. On (B)(6) 2011, the patient was discharged from the hospital. Dianeal therapy was ongoing. Concomitant medications were not reported. Per the nurse, the uti was not related to dianeal therapy. The nurse did not comment on the peritonitis as reported by the consumer.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: h11e19022 and h11i07086 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified.